Event description:
A report was received stating that during prior to use testing it was noticed that deflating a tracheal tube was not possible. There was no patient involvement.

Manufacturer narrative:
(B)(4). It was previously reported that deflating a tracheal tube was not possible. One sample was returned for investigation. The reported defect was identified on the returned sample.

Manufacturer narrative:
(B)(4).